Event description:
It was reported that a spectrum iq infusion pump had an issue of volume not heard . This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'sound volume not heard slightly despite the fact that it is set to high volume.' Was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed rear case flex. The rear case flex requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.